Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A surgeon reported that the system froze intermittently following a surgical procedure. There was no patient involvement.

Manufacturer narrative:
The company service representative examined the system and replicated the reported event. The nonconforming host module was replaced. The system was then tested and met all product specifications. The system was manufactured on december 17, 2012. Based on qa assessment, the product met specifications at the time of release. The root cause of the reported event can be attributed to non-conforming host module. (B)(4).